Manufacturer narrative:
Follow up #2: this supplemental is being sent to correct information previously submitted within the MFR narrative of follow up #1. The MFR narrative should have read: "the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function." If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 02 2016, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings /normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on the (B)(6) 2016. The patient reported that she obtained a blood glucose result of ¿180mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she takes insulin (self-adjuster) to manage her diabetes and increased her dose of slow acting insulin to 30 units as a result of the alleged product issue. The patient stated that ¿3 hours¿ after the alleged product issue began she developed the symptoms of ¿hand shaking, blurred vision and sweating.¿ no medical intervention was reported. At the time of trouble shooting, the patient was unable/unwilling to confirm if the subject meter was set to the correct unit of measure. The csr detailed that the test strip had been stored incorrectly or open longer than their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.